Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy, it was reported by the affiliate that the er320 instrument clip cannot close the artery normally, which caused pt to bleed a lot. The case was completed using ussc's endo clip.